Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a pump replacement on (B)(6) 2013. The doctor turned the new pump down by 10%, to 260 micrograms (mcg)/day. The patient reported symptoms of withdrawal on (B)(6) 2013 and the patient was admitted to the emergency room (ER) and hospitalized on (B)(6) 2013. The pump was increased 20%, to 312 mcg/day and the patient was given a10 mcg bolus over 5 minutes. The patient's symptoms included increased spasticity and sweating. The pump system was being used to deliver compounded baclofen. Telemetry strips indicated normal pump function. Additional information has been requested, but was not available as of the date of this report.